Event description:
It was reported that the doctor had "more" patient infections "recently." See related information in manufacturer's report #6000153- 2013-00317. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that this was not directly related to any infection it was rather a quest the surgeon had regarding the sterility of the package material when it was opened and if the components fell out and touched this part of the tray. Refer to manufacturer report #6000153-2013-00317.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).